Event description:
Healthcare worker experienced whitening of the skin of the palms and fingertips without pain after removing items from a completed load. The worker rinsed the contact areas with water and the symptoms resolved within one day. Medical attention was not sought. It was reported that the vaporizer plate was in place with a latch taken off.